Event description:
It was reported that the insulin pump is had a blank display. Caller stated that they changed the battery, but still no display. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with loose/flush drive support disk, missing end cap sticker, blank display, bleeding lower right corner of display window and scratched display window.